Event description:
It was reported the patient had a replacement on the date of this report and went to use their programmer and saw a power on reset (por) condition with a ¿call your doctor¿ icon. The patient was unable to adjust stimulation. A week later, it was noted the por had been cleared and the patient could feel stimulation. It was noted the patient felt stimulation more in the rectum on program 2 and the currently active program. It was stated that stimulation was more in the leg with programs 3 and 4. Prior to the replacement surgery, the patient felt stimulation more in the scrotal area and they were attempting to get the same effect with the new device. Programming was to be continued after the call. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v076001v01, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).